Event description:
It was reported that the coil is broken, there was "separation/break/premature detachment." It was removed from the body with a snare. There was no surgical or medicinal intervention required. There was no deformation or damage in the delivery pusher. There was no resistance during delivery and the coil was no repositioned. The physician did attempt to detach the coil, 3 times with the instant detacher and 2 time using the manual method. The delivery pusher did not rotate inside the patient's body. There were no symptoms. The device was prepared as indicated in the package insert and the continuous flush was administered during the procedure. The patient was being treated for an aneurysm in the right m1. It was unruptured, amorphous with a max diameter of 8mm and a neck diameter of 6mm. Blood flow was normal and there were no anomalies with the vessel tortuosity. Medtronic received a report that an emergency separation was attempted due to a faulty coil separation. It was reported detachment failure occurred. There was one manual detachment attempted via hypotube. The physician did not attempt to detach with another instant detacher. There was an issue with the instant detacher.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying the report that the "coil is broken, there was separation/break/premature detachment." Stating the "coil unlabelled, which means becoming bare wired." The cause of the broken coil was unknown. The coil was collected with a snare as an action to resolve the issue.